Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl. Customer¿s other blood glucose is 144 mg/dl. Customer reported that insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery pump error. Customer also reported that alarm occurred during the time that the buttons were not responding. Customer also reported that insulin pump had frozen display.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the selftest, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Frozen screen not confirmed. Keypad unresponsive/button error alarm unknown.